Event description:
Windows screen showed error 'critical process died' and software/windows shutdown and disconnected from controller. The clinical representative (cr) attempted to restart software twice, and then did full shutdown and turned off robot. Robot restarted and proceeded with surgery as normal. Seeg surgery, incision made, delay of 10 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : the first shutdown was possibly due to a known software anomaly, but available data did not permit to confirm this issue. Upon the next two restarts, another known software anomaly was at the origin of the second event : the arm connection failed due to a memory allocation issue that prevents its complete initialization. In order to solve the issue, the user had to shut down and reboot the computer. These software anomalies will be addressed through our design issues management process.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Windows screen showed error "critical process died" and software/windows shutdown, and disconnected from controller. The clinical representative (cr) attempted to restart software twice, did full shutdown, and turned off robot. Robot restarted, and proceeded with surgery as normal. Seeg surgery, incision made, delay of 10 minutes.